Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.